Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The exact date that the incident occurred is unknown. The date entered in is based on the customer report of "2 weeks ago". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre 2 sensor. Customer received low readings on the sensor scan compared to result obtained on an unspecified meter. Customer experienced symptoms described as " finger and toes hurting bad, blurry vision" and had contact with healthcare provider. Customer was diagnosed with hyperglycemia and treated with insulin injection (dose unknown) and reportedly, additionally oral glucose. There was no report of death or permanent impairment associated with this event.